Event description:
During an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead and device. No intervention was performed. The patient was stable and will continue to be monitored.